Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e, the device experienced poor barrier separation of sample, and erroneous results. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was observed that some tubes that contain gel separator to obtain serum have air bubbles in the gel. When the blood sample is collected, due to air bubble in the gel, the blood flows through these bubbles, mixing with the gel at the time of collection. An alternative that we found to avoid losing the tubes, since the quantity that presents the issue is large, is to centrifuge the empty tube so the gel settles at the bottom, and consequently the bubbles disappear, but I am in doubt if this process cannot change a result test for irregular antibody research or serology, since the tube has clot activator on its wall. An average of 15 up to 20 tubes from each shelf pack, where it has 100 units, customer uses an average of 100 sst tubes per day. Some donors' serology results are released with slightly altered parameters such as "vdrl, anti-hbc" among other serologies performed, but customer cannot say if it's related to the centrifugation of empty tubes for gel correction, hence the doubt. The biggest impact regards to blood donation, reflecting on the blood stock, since an erroneous serology, even a false/positive one, makes the blood bag to be discarded and the blood donor is recalled for consultation or to collect new blood sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1259172. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-09-16. Medical device lot #: 1165540. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-06-14. Medical device lot #: 1014023. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e, the device experienced poor barrier separation of sample, and erroneous results. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was observed that some tubes that contain gel separator to obtain serum have air bubbles in the gel. When the blood sample is collected, due to air bubble in the gel, the blood flows through these bubbles, mixing with the gel at the time of collection. An alternative that we found to avoid losing the tubes, since the quantity that presents the issue is large, is to centrifuge the empty tube so the gel settles at the bottom, and consequently the bubbles disappear, but I am in doubt if this process cannot change a result test for irregular antibody research or serology, since the tube has clot activator on its wall. An average of 15 up to 20 tubes from each shelf pack, where it has 100 units, customer uses an average of 100 sst tubes per day. Some donors' serology results are released with slightly altered parameters such as "vdrl, anti-hbc" among other serologies performed, but customer cannot say if it's related to the centrifugation of empty tubes for gel correction, hence the doubt. The biggest impact regards to blood donation, reflecting on the blood stock, since an erroneous serology, even a false/positive one, makes the blood bag to be discarded and the blood donor is recalled for consultation or to collect new blood sample.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel air bubbles and erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (gel air bubbles) because the defect was not evident in the evaluation of the complaint lot samples. Visual evaluation (photographs attached) of a combination of retain and control samples, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected (2 of the 3 reported lots evaluated-third lot¿s expiration date precluded availability for testing) this complaint is unconfirmed for gel air bubbles. Erroneous results portion of this complaint could not be evaluated because our testing protocols preclude std/infectious disease testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel air bubbles and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.